Manufacturer narrative:
This report is for two (2) unknown plates. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for two (2) unknown plates. PMA/510(k) number is not available. Patient code (B)(4) used to capture additional medical/surgical intervention required. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: attum b. Et al (2017), outcomes of distal femur nonunions treated with a combined nail/plate construct and autogenous bone grafting. Journal of orthopaedic trauma. Volume 31, pages 301¿304 (USA) the aim of this retrospective study was to evaluate union and infection rates after treatment of distal femur nonunions using a combination of intramedullary nail and plate construct, supplemented with autologous reamer irrigator aspirator (ria) bone graft. From 2004 to 2014, 10 patients (5 males and 5 females with mean age of 56 years) who were treated for nonunion of a femoral fracture were included in the study. Autogenous graft was obtained through reamer irrigator aspirator (synthes, (B)(4)) from the operative femur. Subsequently, an unknown synthes or a competitors retrograde nail was inserted followed by an unknown synthes or competitor¿s lateral plate, the type which varied according to fracture configuration. Radiographic and clinical follow-up¿s were done at an average of 4.1 +/- 2 months (range 3-8 months). These reported complications were not clearly specified in the article to whom among the 10 patients it was experienced. One patient developed a deep wound infection that required reoperation. This infection was successfully managed with incision and drainage and oral antibiotics until radiographic union. The oral antibiotics were then stopped and no infection recurred. It is not clear from the article if the patient was treated with synthes or competitor¿s devices. One patient had superficial wound infection treated with oral antibiotics. The oral antibiotics were then stopped and no infection recurred. It is not clear from the article if the patient was treated with synthes or competitor¿s devices. This report is for two (2) unknown plates this report is 2 of 2 for (B)(4). A copy of the literature article is being submitted with this medwatch.